Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system, including an ipg, on (B)(6) 2010. It was reported implant of the ipg was attempted, but not complete due to a loss of telemetry intraoperatively. A new ipg was implanted. The unused ipg was returned to the manufacturer for analysis; however, analysis is in progress. No pt complications were reported as a result of this event.